Event description:
The customer reported being hospitalized for high blood glucose of over 500 mg/dl. The customer stated that he removed the insulin pump to shower and his blood glucose was very high afterwards. The paramedics were called. Troubleshooting was performed. The settings on the device were correct. Ran a fixed prime test and the insulin pump passed the test. Performed the high pressure test twice and the device failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.